Event description:
It was reported that the left ventricular (lv) lead exhibited out-of-range impedance measurements. Technical services (ts) was contacted by the health care professional (hcp) with questions about how to program the system to magnetic resonance imaging (MRI) protection mode for an upcoming MRI, and ts discussed this with the hcp. Ts noted that the lv lead impedance had an out-of-range warning, but that all measurements were normal before the MRI. The lv lead remains in service. No adverse patient effects were reported.